Manufacturer narrative:
Continuation of d10: product ID 97745nt; serial# (B)(6); product ID m995402a001; serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that they got a letter asking for weight which they do not know and won't provide.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller stated that their controller has been giving them messages to call medtronic for a while now. Caller stated that the controller wasn't working right and wasn't turning on always. Caller stated that last night it shut off completely, and they've taken the battery out and re installed it and tried to plug in the power but the controller will not power on. Caller noted that they couldn't recharge the implant or do anything with the controller. Agent had caller reset the controller battery. Caller noticed that the pins inside the controller were lower than they should be and all uneven. The issue was not resolved. An email was sent to the repair department to replace the controller. Caller mentioned that they have had the controller replaced in the past. Patient called stated they received the controller and getting no device found message. Patient did not have the recharging antenna with them to connect to the controller. Agent asked clarifying questions. Patient stated the implantable neurostimulator (ins) is depleted for about 5 days. Agent reviewed ins in possible passive recharge state. Agent recommend patient call back with recharger (rtm) and controller to troubleshoot device. Pt called back stating they are not sure they paired the replacement controller correctly to their implant. Agent reviewed information, pt saw his name on the lock screen, agent reviewed pt probably just needs to charge implant, pt stated they last charged 2 weeks ago. Pt connected recharge and saw recharging unavailable install mdt battery pack. Pt stated they shipped the li bp back with their original controller. Agent emailed repair to send li bp.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: m995402a001 (serial: unknown) ; implant date: n/a; explant date: n/a section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 97745nt (serial: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial#(B)(6). H3:analysis of the 97745nt controller (ptm) (serial number (B)(6) revealed lcd/case was broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.